Event description:
A medical center in texas reported to our distributor that an rt040 face mask separated from the shell while in use. We have interpreted this as the seal of the rt040 face mask detached from the mask base. No patient injury was reported.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the patient. Conclusions: fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.012%.